Manufacturer narrative:
Pt info not provided as no pt was involved in this issue. Camera found to be fully functional, did not cause event. Psu passed the aak test at .11mm, psu is in calibration. Tracking found to be normal throughout the volume with known good probes. As noted, geometry error decreases as the probe moves closer to the camera, and increases as the probe moves farther away. This is normal and deviation is only slight. Stationary probe shows slight fluctuation in geometry error. No problem found with psu. RMA issued.

Event description:
A medtronic rep reported issues with the stealthstation s7 camera, noting that a probe may go in and out of red status while being held stationary. This has happened with multiple probes. Also noted a geometry error increases further away from the camera as the instrument is moved. There was no pt present.